Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for malignant pain. The rep reported that the patient stated premature battery depletion and the battery wouldn¿t keep a charge like it used to. The rep reported that stimulation went on and off and wasn¿t constant. There were no known factors that could have led to the issues. The rep met with the patient on (B)(6) 2019 and the patient didn¿t want any changes to the programs. It was noted that surgical intervention was planned. No further complications were reported.